Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
It was reported that the ventilators screen failed during testing. There was no patient involvement. Information was received that the customer found a third party service provider to repair the device. No repair information was provided. The unit was return to use. No further information was provided.